Manufacturer narrative:
The full number for the product in question is (B)(4). Immucor technical support used a remote electronic connection method to assess the instrument test well images on (B)(4)2015. Additionally, the immucor laboratory had previously tested retention product on (B)(4)2014, when it was still in date, and determined that the retention product performed as expected.

Event description:
On (B)(6) 2015, a customer reported an unexpected (B)(6) antibody screen when using capture-r ready indicator red cells on a galileo echo instrument, on (B)(6) 2014.